Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at a concentration of 40 ¿mg/day¿ and at a dose of 8 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient was no longer getting pain relief. The date of the event was asked but unknown. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. As diagnostics/troubleshooting performed, they aspirated the catheter and were unable to aspirate fluid. Surgical intervention occurred as a catheter revision was done on (B)(6) 2017. The pump pocket was opened and the catheter was severed at the pump connector. An image of the pump with the pump connector and severed catheter was submitted with the report. The catheter was completely explanted and replaced but would not be returned as it was discarded. It was noted that the dose was then decreased to 1.920 mg/day. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient¿s weight was (B)(6) kg. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.